Event description:
It was reported that the physician has experienced issues with post-operative bleeding in pts when using the procise max plasma wand. Attempts to follow up with the healthcare professional regarding this event were unsuccessful.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. The lot numbers for the wand(s) was not provided, therefore no date of manufacturer or expiration can be provided.